Event description:
It was reported that this patient had missed their pump refill for two months and did not experience any side effects. The health care provider reported that the alarm was not heard but confirmed by telemetry. During the refill process it was determined that there was a "drop" of baclofen in the pump. There was concern regarding the pump alarm function. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).